Event description:
It was reported the output dosage of the system was out of spec, measured output was 129kv, indicated output was actually 120kv. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. Sys is operating as intended and in specification.